Event description:
Around 2002 I had bunion surgery with metal screws (I assume they contain nickel) and also had a permanent metal retainer affixed to the back of my two upper front teeth (which I'm sure also contained nickel). Before that, I had metal in dental work (3 bridges, a crown and a silver filling). I never knew I had any kind of metal allergy (specifically nickel). Several years after my bunion surgery and after I had the permanent retainer put on my teeth, I started to get strange skin rashes that I never had before in my life. Since the rashes would come and go. I didn't have them treated at a dermatologist. I also started to get continuous stomach bloating and gas. I attributed that to stress and wasn't overly alarmed by it. My primary care dr at the time felt my stomach (without my even mentioning my symptoms to her) and sent me for a CT scan. She couldn't figure out what was wrong and wanted me to get more tests, but I declined. She said she thought it was just gas on the CT scan. I also noticed that strands of my hair were falling out and some of my body hair was falling out. Fast forward to (B)(6) 2019 when I decided to (B)(6) my symptoms since I was becoming very fatigue. I found out my symptoms are those of a nickel allergy if not full blown systemic nickel allergy syndrome. I immediately went to an orthodontist to have the retainer removed and my excessive bloating and gas disappeared as soon as it was removed. One of my skin rashes cleared up although I still have other rashes including on my feet near where the metal screws are. I plan on having the screws removed next and I'm hoping I don't have to have all my expensive dental work replaced. Something needs to be done in the united states to protect people from the possibility of what happened to me from happening to other people. FDA safety report ID # (B)(4).